Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred. The cause of the intra-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the arterial sheath dilator likely ruptured the base/branch of the external carotid artery or the ascending pharyngeal artery which resulted in an a extravasation. The physician used the original stent to cover the lesion. The procedure was completed successfully and the patient is neuro intact. As of the date of this report, there was no report of patient harm.